Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional thearpy electrodes) was confirmed. As received, the belt failed the te recognition test. Upon investigation, the solder joint connecting the rear pulse wires was broken. The cause of the failure was a broken solder joint. The root cause of the rear pulse wires not soldered together inside the distribution node was an assembly error. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll manufacturing corporation to report that electrode belt sn (B)(4) had non-functional thearpy electrodes.